Event description:
Patient underwent routine interferential electrical stimulation to left upper arm at 14 ma, same as previous treatments. She did not complain of pain during treatment, and no apparent skin abnormalities were noted upon removal of electrodes. However, the patient phoned the clinic later in the day reporting a blister from a burn in back of her left upper arm. She states it was about 2"x2", the same size as the electrode.of note, the re-sealable electrode storage bag had holes punched through the bottom portion of bag, to attach to it to the patients clinical chart (binder). The electrode pads had partially dried out in between treatments, due to the compromised integrity of the re-sealable bag. The dried electrodes had more electrical resistance, and are suspected to have arced and caused a thermal burn where it was applied to the skin. Our facility is no longer storing these bags in this manner. However, it is interesting to note that our facility had previously been storing bags in this manner for a long time, with no adverse outcomes. Clinical staff have also noted that the electrodes are not adhering as well as they previously did. The directions for use state that the electrodes can be used on the same patient for multiple treatment sessions, and that electrodes can be re-hydrated with a drop of water. Our facility is considering using new electrodes for each treatment, as a result of this recent incident.